Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, retain test strip samples from the same lot reported by the customer (1016810) were tested with control solution. All results were within the range specification and no errors were observed. Product was found to be performing within specification.

Event description:
Caller, customer's wife, reported the customer's adc blood glucose meter was providing erroneously high readings. Customer obtained an adc meter reading of 316 mg/dl and self-administered 15 units of humalog insulin. It was further reported the "customer was feeling fine, when suddenly, he experienced the symptoms of low blood glucose such as sweating and almost passing out". Customer's wife called the paramedics and upon their arrival, a result of 'lo' was obtained on their meter and customer was reportedly diagnosed with hypoglycemia and treated with a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported the customer's adc blood glucose meter was providing erroneously high readings. Customer obtained an adc meter reading of 316 mg/dl and self-administered 15 units of humalog insulin. It was further reported the "customer was feeling fine, when suddenly, he experienced the symptoms of low blood glucose such as sweating and almost passing out". Customer's wife called the paramedics and upon their arrival, a result of 'lo' was obtained on their meter and customer was reportedly diagnosed with hypoglycemia and treated with a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no test strips have been returned for the reported complaint, extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. The reported meter was previously returned and investigated, no further investigation for the meter will be conducted. A DHR (device history review) for the freestyle strips has been reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.t his also serves as a correction report. (Model number) was incorrectly documented in the previous reports.

Event description:
Caller, customer's wife, reported the customer's adc blood glucose meter was providing erroneously high readings. Customer obtained an adc meter reading of 316 mg/dl and self-administered 15 units of humalog insulin. It was further reported the "customer was feeling fine, when suddenly, he experienced the symptoms of low blood glucose such as sweating and almost passing out". Customer's wife called the paramedics and upon their arrival, a result of 'lo' was obtained on their meter and customer was reportedly diagnosed with hypoglycemia and treated with a glucose injection. There was no report of death or permanent injury associated with this event.